Event description:
It is reported that the pt was revised due to infection. All implants were removed and an antibiotic spacer was put in place after aggressive debridement and pulse lavage.

Manufacturer narrative:
This report will be amended when our investigation is complete.